Event description:
It was reported that, during tka surgery, two (2) jrny ii cr lkg fem imp bumper lt were broken. Surgery was resumed, without any delay. Patient was not injured as consequence of this problem. It is unknown how the procedure was finished.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned jrny ii cr lkg fem imp bumper lt confirmed the device has a crack on the bottom. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the pro failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.